Event description:
It was reported that while using bd vacutainer sst blood collection tubes, potassium ions, sodium ions, and chloride ions changed from normal values to low values for three tubes. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer sst blood collection tubes, potassium ions, sodium ions, and chloride ions changed from normal values to low values for three tubes. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, thirty(30) retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to additive abnormality and erroneous results were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure modes, erroneous results-potassium, sodium, and chloride, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to additive abnormality and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.